Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the wake button was delayed in responding to touch and touchscreen were unresponsive. Additionally, it was reported that the touchscreen had a "bubble". It was reported that the pump battery was slow to charge and that the pump was warm to the touch despite being in room-temperature conditions. Reportedly, the pump was charging during the event. The customer declined to provide additional information regarding the issues. There was no reported adverse impact to the customer's blood glucose level.